Event description:
It was reported that during an unknown time the 1:5 roller is not working. There is no patient harm. No delay was reported. Due diligence is complete as there is no additional information available. Upon investigation, the cutter failed the cut test.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - united kingdom. Review of the most recent repair record determined that the cutter failed the cut test. Cutter was not repaired. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.